Manufacturer narrative:
The biomedical engineer troubleshot this reported fault. The patient circuit was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/31/17 phone call, 11/01/17 phone call, 11/02/17 phone call.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.